Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Alleged failure: the probe had a short circuit during use. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a small leak internally to the pcb which can cause a short circuit. The leak happened due to a broken/damaged bond of the polyimide and suction tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously activating.